Event description:
It was reported that the customer died in a car accident. The customer died at the scene. The official cause of death was blunt force trauma. While the customer was driving. He suffered from hypoglycemia. The reported blood glucose reading was 40 mg/dl. The reporter stated that the reservoir was empty. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.